Manufacturer narrative:
Conclusion: the suspect device was not returned for evaluation; however, several devices of the same lot were returned. An investigation will be done and a follow-up report will be submitted when additional info is available.

Event description:
The complainant reported that during a diagnostic procedure in the coronary artery, the suspect catheter kinked inside the pt which rendered the device unusable. No harm or injury to the pt was reported.